Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and was confirmed to be within specified limits. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Reference internal complaint cc# (B)(4).

Event description:
Four days following an uneventful novasure endometrial ablation the patient returned to urgent care with pain. She was admitted to the hospital that same day ((B)(6) 2011). An ultrasound showed a "swollen right fallopian tube (right)". She was diagnosed with a "tubo-ovarian abscess". The patient had no fever and the white blood cell (wbc) count was normal. Treatment included intravenous (IV) antibiotics (medication unknown) "for 3 days". The patient was discharged on (B)(6) 2011 on augmentin 875mg bid (twice a day) for 11 days and doxycycline 100mg bid. On (B)(6) 2011 the physician reported he has seen the patient on follow-up and she is "doing fine".